Manufacturer narrative:
Results: other (quick disconnection button). Lack of information (device was discarded).

Event description:
A valiant thoracic stent graft system was selected for use in a patient for endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the quick release button at the back end of the delivery system required to be reconnected after which the stent graft was successfully implanted with no complication. No clinical sequelae were reported and the patient is fine. The delivery system was discarded after the procedure. Please note that this model number tf3232c150x is not distributed in the united states; however, the delivery system is similar to the talent thoracic on xcelerant delivery system.